Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit suspend mode function properly, no delivery anomaly noted.

Event description:
Customer reported that his insulin pump delivered too much insulin. Customer stated that he suspended the insulin pump and it did continue to deliver insulin. Nothing further was reported.